Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, after making a successful pass using the penumbra system jet 7 reperfusion catheter (jet7) with a neuron max 6f 088 long sheath (neuron max), the physician removed the jet7 to flush it with saline and noticed the jet7 had become stretched approximately one third from the distal tip. Therefore, the procedure was completed using a new jet7 and the same sheath. There was no report of an adverse effect to the patient.